Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation there was no water flow in bypass mode. Based on review of photos in smx, a corrosive substance was leaking from the arctic sun device.

Manufacturer narrative:
Initial reporter phone number provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue is the use of incompatible substances. The device was evaluated upon receipt. Major liquid damage on the inside affecting many components. The appliance has lost water. 7 photos of the corrosion damage were attached by the service technician. Unable to complete the sanitization stage of decontamination due to unknown chemical over filling the unit potentially damaging all affecting components. Unit is beyond economical repair and will be scrapped. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation there was no water flow in bypass mode. Based on review of photos in smx, a corrosive substance was leaking from the arctic sun device.